Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump would not deliver any insulin into the body. The customer's blood glucose was over 600 mg/dl at the time of incident. The customer reported that they lost a full vial of insulin. Troubleshooting was unable to be perform at the time of call. The insulin pump will not be returned for analysis.